Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 2015-00294 & 2015-00295).

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to dislocation. The modular head, acetabular liner, and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow up report is being filed to relay product evaluation results. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event is most likely surgical technique; however, a conclusive determination could not be made. Corrective actions have been initiated to address the reported issue.